Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The investigation of the reported compressor issue has been finalized. Three parts were replaced and sent in for investigation, the compressor drainage valve, standby valve and the compressor thermoelectric cooler. The returned parts were mounted into a test compressor device for simulated use testing. Alarm for high temperature was generated which verifies that thermoelectric cooler did not work according specifications. It was also noted that the drainage valve had a leak,the returned standby valve worked according specifications, the device did not switch to standby mode during the simulated use testing. The cause to why the compressor thermoelectric cooler and drainage valve did not work as intended, has not been established by this investigation.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during repair, the compressor went into standby unexpectedly. There was no patient involvement. (B)(4).